Event description:
Parents rang call bell to troubleshoot the leaking kangaroo pump. This rn traced all tubing and ports for both the gt [gastric tube] extension tubing and the omni set. The leak was found to be coming from the feeding set connector. There was a small hole causing the leak. Specifically, a hole, not a crack. This was a brand-new feeding set that was opened 10min prior to finding the leak. Feeding set discontinued from use and new set hung.